Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed due to faulty charged coupled device (ccd). The root cause of the faulty charged coupled device (ccd) cannot be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to a faulty charge coupled device. It was also noted that the cable was worn and twisted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd camera head had no image. There was no procedure involved with the device. There were no reports of patient harm associated with the event.